Event description:
Additional information was received. It was reported that to provide more details about the inaccuracy, the manufacturer representative (rep) reported it was 1.1 mm inaccuracy off after the registration. To provide more information about what instruments were in use, the rep reported they used a patient tracker, instrument tracker, and registration probe as normal to do the tracing. Rep confirmed another registration was performed. To further explain how the issue was resolved, and if the account proceeded with the case, the rep confirmed yes, they proceeded with the case. After rebooting the system and re-registering it, the issue was resolved.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a software analysis was initiated. There were 2 sessions found. From the 2nd session, the user transitioned from the registration to verify registration multiple times. Accuracy observed from the logs were around 1.0mm, 3.0mm, 7.48 mm and 14.71mm. From logs, it was observed that 1 computed tomography (CT) was used for the procedure. For registration accuracy of 1.0mm, observed that 1 touch and trace points registration was done with 1454 registration points collected. For registration accuracy of 3.0mm, it was observed that trace points registration was done with 849 registration points collected. For registration accuracy of 7.48mm, it was observed that trace points registration was done with 354 registration points collected. For registration accuracy of 14.71mm, it was observed that trace points registration was done with 321 registration points collected. Archives were not available. It was suggested to trace more points throughout the recommended area as per the protocol and by having more points or using a combination touch and trace points on the skin for the best registration accuracy and covering broader areas. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable to this analysis. H2: please see section d9 for when the logs were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after trace registering the patient with 1.1 mm error, the system displayed inaccurate tracking of the instruments when verifying the registration.  Prior to call, site performed the following troubleshooting: redid trace registration and added touch points to the registration. Site requested to facetime technical services (ts) for further troubleshooting. Ts noticed the following while on facetime with the site: the patient scan used for registration did not include much of the forehead, the scan showed that the patient had a grimace; the patient did not have a grimace during the case, as confirmed by the site. Ts recommended the site to follow navigation system/synergy imaging protocol. There was less than an hour delay an no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735736, software: 2.1.0. H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.